Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power event was recorded n 04may2024 at 0710 while connected to the mobile power unit. This event was likely caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
Section d4: UDI: corrected. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h5: labeled for single use? Corrected. Section h8: usage of device: corrected. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. Data on the reported event date of 04may2024 was reviewed. The controller event log file captured a no external power alarm event on 04may2024 at 7:10:52. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power from the mobile power unit was restored shortly after, and the alarm cleared. Attempts were made to obtain additional information from the customer regarding the serial number of the mobile power unit, return status and the circumstances involving the power loss; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause of the no external power alarm captured in the log file could not be determined. Serial number of the mobile power unit was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU doc (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.